Event description:
It was reported that a patient underwent a light upper lobe sleeve lobectomy on an unknown date and suture was used for bronchial anastomosis. There was a suspected suture failure at the anastomosis. Emergency surgery was performed and right pneumonectomy was performed. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The file was created with product code of 8558h for prolene 3-0. The event description states prolene 4-0. Please confirm: what is the product code and lot number? Was the device used a prolene 3-0 or 4-0? Please provide translation of event description (local language) was emergency surgery of a right pneumonectomy performed? Please provide the patient's demographic information including weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe what is meant by suture failure? Why was it suspected that there was a suture failure at the anastomosis? Was the suspicion of a suture failure noticed intra-op during the initial procedure or post-op? Please explain. What symptoms did the patient experience following the index surgical procedure? Onset date? Please describe any medical/surgical intervention required for this suture event including dates and results. Please describe the appearance of the suture during re-operation, if applicable. Did the suture break post-op? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d1, d4 catalog, h6. Additional information was requested, and the following was obtained: the file was created with product code of 8558h for prolene 3-0. The event description states prolene 4-0. Please confirm: what is the product code and lot number? Unk. Was the device used a prolene 3-0 or 4-0? 4-0. Was emergency surgery of a right pneumonectomy performed? Yes. Please provide the patient's demographic information including weight, bmi at the time of index procedure: unk. Date of index surgical procedure? Unk. The diagnosis and indication for the index surgical procedure? Unk. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Unk. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unk. How was the suture placed (interrupted or continuous)? Unk. How was the suture originally tied (multiple knots, square knot, etc.)? Unk. Please describe what is meant by suture failure? Anastomotic failure. Why was it suspected that there was a suture failure at the anastomosis? Unk. What symptoms did the patient experience following the index surgical procedure? Onset date? Unk. Please describe any medical/surgical intervention required for this suture event including dates and results. Emergency reoperation. Please describe the appearance of the suture during re-operation, if applicable. Unk. Did the suture break post-op? Unk. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unk. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event?unk. What is the patient's current status? Unk. Surgeon¿s name? Unk. This was a case presented at a doctor's presentation, and no further details were available.